Event description:
Revision surgery to remove implanted tdr device due to pt experiencing cervical spondylosis due to motor vehicle accident. MFR ref# 3004788213-2014-00016.

Manufacturer narrative:
Additional information was received regarding the explantation. The patient record indicates that the result of the explantation was actually due to displacement of the device. The patient was revised with another mobi-c disc replacement device at the same level, and not to fusion.